Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light guide lens has foreign objects and the probe cover has foreign objects. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. In addition, adhesive on the bending section cover has a crack, adhesive on the bending section cover has scratch has scratch, probe cover has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope tip does not come off. It's unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the foreign object in illumination lens and probe cover has foreign body attached to the distal end was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per information obtained from the customer, reprocessing steps at the material residue point were not deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material on the light guide lens and c-cover could not be identified. However, it¿s likely foreign material on the c-cover was probably not removed due to physical damage even though reprocessing was conducted accordingly. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.